Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who received sufentanil (200mcg/ml, 9 8.92mcg/day) and bupivacaine (8mg/ml, 3.95mg/day) in an implantable pump for non-malignant pain and failed back syndrome (other). Upon interrogation, it was determined a motor stall occurred on (B)(6) 2016 and recovered the morning of (B)(6) 2016. A second motor stall occurred on (B)(6) 2016 with no recorded recovery. The patient had not had a recent MRI. There were no confirmed sources of electromagnetic interference (emi) near the patient. The patient experienced sudden increased sweating the night of (B)(6) 2016 additional information was requested from the healthcare provider (hcp) , but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.